Event description:
During a therapeutic stone retrieval procedure there was resistance when this lithocatch basket was removed with the endoscope. There was tissue damage to the renal pelvis and ureter so an abdominal procedure was performed for anastomosis. Subsequently a nephrectomy was performed, after which the pt was stable.